Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a high temperature alarm condition was found in the ventilator's downloaded error log. The device's thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the thermistor. The thermistor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the thermistor failing was due the thermistor being out of tolerance.